Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test and pump error 68. Customer's blood glucose level was 143 mg/dl. The insulin pump also alarmed pump error 63 and pump error 53. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The power management graph was in specification. No power system error alarms, replace battery alerts or replace battery now alarms during testing or in the format history file. No unexpected software error detected alarms, hardware low level failure alarms, trace pointers are invalid alarms noted during our testing. Hal software error detected and hardware low level failure alarms was present in the format history file due to moisture damage on all electronic assemblies. Moisture damage was also found on the motor assembly and slight corrosion on the force sensor assembly. No unexpected failed battery test alarms during our testing or in the format history file. The insulin pump was received with scratched casing, minor scratches on the lcd window, pillowing keypad overlay and faded serial number label.